Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 6/20/2025, an arthrex subsidiary employee reported via email an incident involving the ar-3641sp self-punching knotless 2.6 fibertak device. During the procedure, thread fraying was observed at the end of the shuttle suture tape, which subsequently broke during the relay. The case was successfully completed using another ar-3641sp self-punching knotless 2.6 fibertak device. No patient harm was reported. This issue was identified during a procedure to reconstruct the lateral support mechanism on (B)(6) 2025. Additional information was received on 07/02/2025: all fragments were retrieved from the patient. There was no case delay, and no added anesthesia was administered to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.